Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out infusion set. Customer's blood glucose (bg) was 396 mg/dl and ketone level was high. Early the next morning, customer went to the emergency room (ER) and healthcare provider identified ketones as dangerous. Customer was in ER for a day; type of treatment was not provided. Customer left the ER in stable condition and bg level was lowering. Customer reported occlusions had resolved. In addition to the occlusions, customer related elevated bg to an infection.